Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted the catheter inflated easily, and deflated in 37.21 seconds. " visual inspection of the sample also noted the balloon concentricity was observed to be 90:10. A potential root cause could be mold qualification for testing for balloon symmetry. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through the drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water; 12 fr. (5cc balloon): use 5.5cc sterile water; 14 fr. And larger (5cc balloon): use 10cc sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible only with the bard criticore monitor, bard uro track 224 monitor, and other 400-series temperature monitors. Interchangeability + 0.2oc at 37c. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainan /reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon inflated asymmetrically during the pretest. Per additional information via email from ibc on (B)(6) 2021, it was reported that it was difficult to inflate during pretest. Per additional information via email from investigator on (B)(6) 2021, during sample evaluation, the balloon concentricity was observed to be 90:10. The catheter balloon was dissected to find the inflation notch to tip distance was 1.1750.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon inflated asymmetrically during pretest. Per additional information via email from ibc on 05feb2021, it was reported that it was difficult to inflate during pretest. Per additional information via email from investigator on 09feb2021, during sample evaluation, the balloon concentricity was observed to be 90:10 as compared to attachment 1 of tm0300903 (rev 2). The catheter balloon was dissected to find the inflation notch to tip distance was 1.1750.